Event description:
Pt in operating room for insertion of lap-band on (B) (6) 2010. During the procedure, the tubing connected to the lap-band broke apart. This was recognized immediately and defective band was removed; new band was inserted prior to the pt leaving the operating room. The pt tolerated the procedure well and was discharged the following day.